Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1825034-2017-00918. This is a duplicate report and should be voided.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported after a knee arthroplasty that the patient experienced elevated endotoxins and underwent an irrigation procedure.